Event description:
It was reported to philips that when the sales representative brought the device to an me center of the hospital and was performing a pre-use operational check, the screen froze and was impossible to manipulate at the time of power-on. The device kept operating and generated an "oxygen not available" alarm since the device was not in connection to the oxygen piping, with the oxygen concentration setting being 100%. The device was not in clinical use at the time of the event. There was no delay to patient therapy reported. There was no report of patient or user harm/impact. An operational check was performed, but the reported phenomenon was unable to be confirmed. The event log was also reviewed, but no record indicating an abnormality in the unit was confirmed/found. The reported issue could not be confirmed; however, the touchscreen was replaced for the prevention of the recurrence.

Manufacturer narrative:
The touchscreen assembly was returned and tested; no failures were identified.